Event description:
The patient came in for a follow-up appointment following routine pump and catheter replacement. The patient wasn't feeling well. The doctor thought it was something medicine related. They stopped the pump, pulled the medicine out of the pump, and two days later, the patient passed away. It was determined that the patient was septic from meningitis. The medication being delivered via the pump was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.